Event description:
On [redacted] during hypertensive episode, mother noted that patient was having abdominal pain, kub [kidney ureter bladder xray] obtained at that time showed that his feeding tube was broken in the stomach. Chart reviewed, no pn [patient note] about feeding tube concerns, tube maintained per standard. Tube less than 30 days old (inserted [redacted]). [Redacted] gi procedure note excerpt: the examined esophagus was normal. Ngt [nasogastric tube] identified in stomach, found to be ruptured though not disconnected. Removed in its entirety by hand under direct visualization esophageal and gastric mucosa grossly wnl [within normal limits]. New ngt placed under direct visualization, confirmed placement on subsequent kub, pulled back 2 cm following x-ray. Post-op diagnosis: - normal esophagus. Ruptured ng tube removed, new ng tube placed.